Manufacturer narrative:
Evaluation of the motor driver board found that the +48 line was drawing too much current. Further evaluation found that u29 had bad outputs on two of the pins. When the motor driver board was replaced, this console passed all functional and performance testing.

Event description:
The hospital perfusionist reported an issue encountered with the mps2 console. He reported that the console displayed an error code during "patient delivery." It was not confirmed when during the procedure the alleged issue actually occurred. The console was replaced by another console and the procedure was successfully completed. There were no patient complications reported as a result of the alleged event. The console was returned to the manufacturer for analysis.

Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.